Manufacturer narrative:
(B)(4). The customer reported that a telemetry monitored pt collapsed and no alarms were provided at the central. The pt could not be resuscitated and expired. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a telemetry monitored pt collapsed and no alarms were provided at the central. The pt could not be resuscitated and expired.